Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, lead noise was observed. The noise was reproducible through isometrics. There were no other electrical anomalies. Lead insulation anomaly was noted. Lead was capped and replaced on (B)(6) 2017. Patient¿s condition was stable.